Event description:
It was reported that this right ventricular (rv) lead exhibited a possible pocket erosion due to fall, and a swelling noted at the implant site. There was no additional adverse patient effects reported. The rv lead remained in service.